Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. The instructions for use indicate that ¿MRI systems of up to 3.0 tesla may be used any time after implantation and will not damage the strata ii valve mechanism, but can change the performance level setting. The performance level setting should always be checked before and after MRI exposure¿. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported to medtronic neurosurgery that the device was implanted on (B)(6) 2011. According to the report, the patient came into the emergency room for pneumonia and underwent an MRI. The report stated the pressure level setting of the valve was set to 2.0 prior to the MRI. It was reported after the MRI the pressure level of the device could not be detected using the adjustment tools and the x-ray image showed the pressure level setting of the valve at 0.5. Reportedly, there was no injury to the patient and the patient is at the hospital for observation of shunt and treatment of pneumonia. It was later reported that there was no allegation that a device related issue caused or contributed to the patient's pneumonia. It was also reported that the doctor was able to adjust and confirm the pressure level setting of 1.5.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.